Event description:
Healthcare professional reported "malposition, flipped" against left device. Healthcare professional later reported a left side rupture and removal "due to voluntary recall." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: malposition, flipped, voluntary recall.

Event description:
Healthcare professional reported "malposition, flipped" against left device. Healthcare professional later reported a left side rupture and removal "due to voluntary recall." The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec , broken crease fold, wear abrasion . A microscopic analysis was performed which identify sharp edge and with a stress marks assessed as surgical impact opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: two sharp edge opening with stress marks due to surgical impact opening . Non-penetrating nick(stress marks). Additional, changed, and/or corrected data: d9, h3, h6.